Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen was unresponsive, preventing the user from unlocking the device, and removal of the screen protector did not resolve the issue; the problem aligns with an unresponsive key/button and involves the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user reported a blood glucose value of 96 mg/dl. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen leading to unresponsive input consistent with a key/button not working. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.